Manufacturer narrative:
The apc/esu system was returned and thoroughly evaluated. Specifically, the findings are as follows: apc inspection/testing revealed that one of the pins in the apc socket was bent, which intermittently caused a poor connection when an instrument is attached. However, the review of the system's chronological log did not reveal any instrument recognition issues during the time of reported event. Additionally, the unit was used after the event for several weeks without any issues. Therefore, it appears that the socket damage had no involvement with the reported patient incident. Nevertheless, the pin was straightened and the unit's ability to consistently recognize attached instruments was restored. Then, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the coagulator's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges. To further meet the customer's needs, some unrelated routine service work was performed on the unit. Upon the standard service work (i.e., part replacement, pcb upgrade, and software update), an alignment (i.e., a calibration) was performed on the apc to ensure that all parameters are within specifications. Finally, another technical safety check was performed on the unit to confirm that all features are functioning properly. The coagulator was calibrated and meets specifications. Esu the unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. To further meet the customer's needs, some unrelated service work was performed on the esu. Upon the routine service work (i.e., replacement of parts and software update), an alignment (i.e., a calibration) was performed on the unit to ensure that all parameters are within specifications. Finally, another technical safety check was performed on the generator to confirm that all features are functioning properly. The esu was calibrated and meets specifications. No anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, there no problems found with the apc/esu system that would have caused or contributed to the reported event. Based upon the information provided, most likely there were many factors involved in the event. Typically, a "pop" sound with argon plasma coagulation is indicative of combustion caused by endogenous gases. Although very rare, this complication can occur. Therefore, erbe provides a warning in the user manuals that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. A patient should be prepped/instructed to stop drinking and eating four to eight hours before an endoscopy. With this being an emergency endoscopy, it is possible there was no time to prep the patient. In regards to the patient experiencing a cardiac arrest; her age, physical condition, comorbidity of a bleeding duodenal ulcer, and anesthesia should be considered as potential factors. However, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work will be offered to the involved medical personnel. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(4)) was involved in a patient incident. A patient came to the emergency room with gastrointestinal bleeding and was transferred to the g.I. Department. A endoscopy was performed to address a bleeding duodenal ulcer. The system settings were pulsed apc, effect 1, 18 watts. The apc/esu system was used with an apc circumferential probe. Upon activation, a "pop" was heard and the patient went into "asystole rhythm". CPR was performed on the patient. The patient survived and was transferred to the intensive care unit. No further information was provided regarding the patient's condition.